Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 9/24/2020. H.6. Investigation: when the series of actual products received were checked, no abnormalities such as clogging or deformation were found. The mixed injection part of the terumo chemo safe infusion set has a mechanism in which the rubber valve is pushed into the tip of the male luer connector to open and pass the liquid in the center. However, compared to the fasir system and q site, the opening is small and the opening force is weak, so even the slight unevenness of the tip of the male lure connector within our quality standard is circular. It was found that the rubber valve may not open due to the catch of the lure. Variations during manufacturing such as the repulsive force of the rubber valve and the surface condition of the upper surface, variations during manufacturing of the tip of our male luer connector (slight unevenness) (within our existing quality standard), and being inserted straight and pushed in when connecting it was presumed that this occurred when the conditions that made it difficult for the rubber valve to open were met. No anomaly found on DHR. H3 other text : see h.10

Event description:
It was reported that 3 prm/n35/std/50cm/ll experienced flow issues when used for infusion. The following information was provided by the initial reporter: this is a report about a flow issue of 515573-zat (priming set). After connecting 515573-zat to the infusion set, flow issues are occurring in several cases. The infusion fluid didn¿t flow at all for some products and the infusion fluid slightly flowed for the other products. Several kinds of anticancer drugs were used and the names remains unknown.

Manufacturer narrative:
OEM manufacture: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2003252c, medical device expiration date: 2021-09-30, device manufacture date: 2020-05-21, medical device lot #: 2003091c, medical device expiration date: 2021-09-30, device manufacture date: 2020-04-23. (B)(4).

Event description:
It was reported that 3 prm/n35/std/50cm/ll experienced flow issues when used for infusion. The following information was provided by the initial reporter: this is a report about a flow issue of 515573-zat (priming set). After connecting 515573-zat to the infusion set, flow issues are occurring in several cases. The infusion fluid didn¿t flow at all for some products and the infusion fluid slightly flowed for the other products. Several kinds of anticancer drugs were used and the names remains unknown.